Event description:
Patient status post implantation bilateral femoral plates and screws. An x-ray revealed a screw back out on right extremity. Approx 10 weeks post op, the hardware was removed; details of the revision are not known.

Manufacturer narrative:
Explanted approx 10 weeks post op. Synthes is unable to provide the manufacturer, PMA/510k number or the date of manufacture without a lot number provided. No investigation could be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.